Event description:
Customer reported a negative shift in quality control results when moving from advia centaur xp troponin ultra lot 010082 to lot 010083. There are no reports of an impact to patient results. There are no reports that patient sample results were delayed due to the low quality control results. There are no reports that patient treatment was altered or prescribed or adverse health consequences based on the low quality control results.

Manufacturer narrative:
The customer tested quality control material from a different manufacturer with advia centaur xp tni ultra reagent lot 010083. The value was 92.2 ng/l compared to the manufacturer's assigned value of 102 ng/l. Siemens reviewed internal quality control release data for advia centaur xp tni ultra lots 010082 and 010083. Siemens' quality control release data lot 010082 lot 010083 level 1 0.075 ng/ml 0.076 ng/mllevel 2 2.60 ng/ml 2.57 ng/mllevel 3 15.2 ng/ml 14.8 ng/mlsiemens tested 15 patient samples with reagent lots 010082 and 010083 and observed an overall bias of 4.1%. The system is performing to specification. The quality control section of the instructions for use (IFU) states the following: "siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high.) A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme. If the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions; verify that the materials are not expired.verify that required maintenance was performed.verify that the assay was performed according to the instructions for use.rerun the assay with fresh quality control samples.if necessary, contact your local technical support provider or distributor for assistance." The summary and explanation of the test section of the IFU states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."